Event description:
It was reported this catheter frayed and approximately six inches of the catheter remained in the pt. No retrieval of the detached segments was attempted. Another stent was used to successfully complete the procedure and the pt is fine. This device has not been received for evaluation. Therefore, a failure analysis is not available. A lot search was performed and revealed no other complaints to date on this lot number. However, without evaluating the device co is unable to determine if the device met its specifications. Co believes user technique, and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event.